Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16056.

Event description:
This report is based on information provided by philips field service personnel and is being investigated by the philips complaint handling team. Ec 1118 5 v supply failed. Identified outside of clinical use. No reports of patient/user harm or injury. Investigation remains ongoing.